Event description:
It was reported that about a month or two post op of a gastric bypass procedure that the patient developed a fistula. Treatment is unknown.

Manufacturer narrative:
(B)(4). Event date: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # unk. Additional information was requested and the following was provided: were there any medical or surgical interventions to address the fistulas? Additional information is not available and all available information was previously reported. Additional information was received: "these are true fistulas where the pouch has anastomosed to the gastric remnant. This surgeon does clip and use vistaseal on staple lines as necessary. He feels that the rubbing of the buttressing between the pouch and remnant may have caused these fistulas, but he does not know for sure. This is the only change to his surgical procedure since seeing this increase in fistulas. They are happening 1-2 months after the initial surgical procedures. Surgeon continues to use slr on sleeves, but has stopped using in gastric bypasses and has not had any fistulas since." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.